Event description:
It was reported by the customer that during patient use, the cardiosave intra-aortic balloon pump (iabp) had a gas detected in iab circuit alarm.the unit was swapped and there was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6-type of investigation code, investigation findings code, investigation conclusion code, component code, h11. A getinge field service engineer (fse) confirmed the alarms in the logs and found the safety disk would not pass the all manifolds test. After replacing the safety disk performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, is cleared for clinical use, and was returned to the customer.